Manufacturer narrative:
The product is not distributed in the USA.

Event description:
Hosp. Informed us that after about 5 hours running on their patient. There was "tf-02, blower failure" alarm and it stopped ventilating. So they have tried to restart it many times but still got that alarm.